Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03 on tue jan 31 18:20:55 est 2017 with MFR# 3004753838-2017-01115. The ack3 was received on tue jan 31 18:20:55 est 2017 with coreid:ci1485904392591.245708@fdsuv08653_te1.

Event description:
This supplemental MDR with follow-up #02 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #03.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced an adverse event. Patient's brother reported that he found the patient unconscious at 7:40 am patient was treated with a glucagon shot. Patient's blood glucose (bg) raised to 118 mg/dl. No emergency medical services were called. Patient's brother stated that the receiver did not alert the patient to low, but the receiver display read low. Additionally, the patient's brother tested the receiver's alerts and they worked. At the time of contact, patient is talking and eating. No additional event or patient information is available no product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).